Manufacturer narrative:
Insulin pump was received with critical pump error (open book) due to moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error and damage. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. The customer reported the critical pump error image was displayed on the screen. The customer states there seems to be a crack in the casing. The customer did not troubleshoot the issue. The customer was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.